Manufacturer narrative:
E1 - initial reporter and event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) started beeping and smoking when plugged in to ac power. No patient involvement and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the stated issue, and replaced the power management board, motor control board and solenoid control board. The unit passed all functional and safety tests to manufacturer specifications.